Event description:
During t2 humeral nail surgery, the surgeon drilled the oblique screw hole of the nail. The drill bit contacted the nail. The surgeon tightened nail holding screw again. After drilling the screw hole, the surgeon inserted the screw. When x-ray was checked after the surgery, he found that the screw deviated from the screw hole of nail.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
During t2 humeral nail surgery, the surgeon drilled the oblique screw hole of the nail. The drill bit contacted the nail. The surgeon tightened nail holding screw again. After drilling the screw hole, the surgeon inserted the screw. When x-ray was checked after the surgery, he found that the screw deviated from the screw hole of nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.